Manufacturer narrative:
(B)(4).

Event description:
Upon insertion of anchor, anchor broke in half/ surgeon removed anchor from anchor site. Additional information confirmed that the customer used a 2.7mm drill instead of the required 2.9mm drill.

Manufacturer narrative:
(B)(4): as reported site was prepped with a 2.7 mm drill instead of the required 2.9mm drill which ultimately caused the reported breakage of the anchor. (B)(4).